Event description:
It was reported that during the implant procedure, the pulse generator exhibited loss of sensing, high impedance measurements and no output once the leads were connected. The device was not used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the contact spring was suspected to be improperly seated in the contact spring groove; this could have caused the reported complaint from the field.